Event description:
A journal article was received which contained information regarding this implantable cardiac resynchronization therapy (crt) system. The patient reportedly expired six months following the implantation of a left ventricular (lv) lead. The patient had "incessant ventricular tachycardia." There was no lead-death relatedness indicated or alleged. Further follow up did not yield any additional information.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The date of death is unknown at this time; therefore, the date of death in this report is an estimate. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "the jurdham procedure: endocardial left ventricular lead insertion via a femoral transseptal sheath for cardiac resynchronization therapy pectoral device implantation." Heart rhythm. November 1 2012;9(11):1798-1804.